Event description:
It was reported that there was an error resulting in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced to resolve the issue. Legal manufacturer: (B)(4).